Event description:
A user facility technician reported that a patient removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. The uf goal was 3 kg but 3.6 kg was estimated to actually be removed. The patient's blood pressure fluctuated throughout the treatment and the lowest pressure taken was 68/54 approximately 2.5 hours into the treatment. At the end of the treatment the patient's blood pressure was 104/67. The patient was administered 200 ml saline flushes every half hour during the treatment in replace of heparin use. There was no patient injury or medical intervention associated with this incident. Treatment parameters consisted of a 800 ml/minute dialysate flow rate, 350 ml/minute blood flow rate, and a 3 hour 45 minute treatment time.